Event description:
It was reported that during a thoracoscopic lobectomy procedure, there were malformed staples on half of the staple line. Another like device was used and same problem occurred. The surgeon completed the case by hand sewing. There was no patient consequence.